Manufacturer narrative:
The controller and batteries were exchanged and returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual examination and functional testing. This is one of four reports (3007042319-2014-00327, -2014-00712, -2014-00713, and -2014-00714) submitted for devices related to the same event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately one year and eleven months post implantation, the site reported that the patient's controller was changing power sources earlier than expected. The controller and batteries were removed from the patient and a new controller and batteries were supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files indicated the patient experienced a pump stop on the same date of the reported event.